Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 182 mg/dl. Multiple attempts were made by tandem technical support to continue trouble shooting, however, no response was received.